Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned opened without original packaging. Photo samples were also returned. No visual deformities were noted. Using a luer lock syringe the catheter balloon was attempted to be inflated with 75 ccs of di water. Water began to leak from the drainage eye. Lumen to lumen leakage is the cause of the reported event. The device does not meet specification, as it would not pass functional leak testing. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out on the next day of placement. A hole was found on the balloon and sterilized water leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out on the next day of placement. It was noted that a hole was found in the balloon and sterilized water leaked.